Event description:
The facility reported a pump with finicky channel "b" buttons. The facility also reported that if you use your finger, most of the time, they are not working, but if you use your fingernail, then it works. During a follow-up call to the customer, it was found that the "stop" and "channel select" keys are working intermittently. This event occured during biomedical testing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.